Manufacturer narrative:
Device evaluated by MFR: the tip, distal shaft, collar and hypotube of the returned device were microscopically and visually inspected. Visual inspection revealed a partial separation at the shaft/collar area. Inspection of the remainder of the device presented no other damages or irregularities.

Event description:
It was reported that the device was fractured. A 145, 5-in-6 guidezilla guide catheter was selected for use in a stenosed left coronary artery. During the procedure, it was noted that device was fractured at the connection part of the catheter therefor the stnet could not advance through the catheter. There were no patient complications reported. Patient was stable post procedure.

Event description:
It was reported that the device was fractured. A 145, 5-in-6 guidezilla guide catheter was selected for use in a stenosed left coronary artery. During the procedure, it was noted that device was fractured at the connection part of the catheter therefor the stnet could not advance through the catheter. There were no patient complications reported. Patient was stable post procedure.